Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl due to needing settings adjustments. Low bg was addressed by consuming glucose tablets. Emergency medical technicians were called but observed customer only to ensure that low bg resolved. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.